Event description:
Additional information was received indicating a follow up at home was performed and the device was successfully interrogated. No additional intervention was required. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during remote monitoring, the device was unable to be interrogated. Abbott technical services was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.